Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The customer is not following manufacturer recommendation for pre-analytical sample handling, therefore improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The troponin I level in the low level control fluid in use by the lab does not adequately verify performance of the assay at troponin I levels below url of 0.034 ng/ml; therefore, the investigation was unable to rule out a possible reagent issue as a contributing factor. Instrument performance was verified with a precision test which was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 3.57 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory and a corrected report was later issued. The patient was admitted to the hospital with chest pain and nitro paste treatment was initiated. It is unknown if the nitro paste was administered to the patient as a result of the vitros tropi es result, or in response to the claimed chest pain there was no allegation of patient harm made as a result of the event. Per ocd medical consult: if the patient did not experience any acute side effects while under medical care in the hospital, it is highly unlikely this patient will experience any serious long term harm due to the unnecessary short term administration of nitro paste treatment. (B)(4).